Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it providing fio2 (fraction of inspired oxygen) out of specification (and potentially low) was confirmed. The asp replaced the metering valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue was the metering valve.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was not delivering fio2 (fraction of inspired oxygen) to specification. Ventec contacted the asp for more information, however, the asp advised that the values were not recorded by the technician, so they could not confirm if the fio2 levels observed during testing were lower or higher than spec. There were no reports of patient use associated with the reported issue.